Manufacturer narrative:
Concomitant medical products: patient medications include metformin and losartan. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), the intended aortic vessel diameter for a 23mm trunk-ipsilateral leg component is 19-21mm. Per IFU, considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2018, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2018, a post-operative computed tomography scan reportedly revealed a compressed ipsilateral limb. According to the report, the patient¿s abdominal aorta was narrow (measuring approx. 18mm in diameter). It was reported that the patient was asymptomatic, but physician opted for re-intervention as a precautionary measure. On (B)(6) 2018, the patient underwent a re-intervention procedure whereby an additional excluder® device was implanted to provide added radial force and ensure distal blood flow. Patency of the ipsilateral limb was preserved, and the patient tolerated the procedure.